Manufacturer narrative:
(B)(4). The sample was returned for evaluation; however, it has not yet been completed. Once the evaluation is complete, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). An actual sample was received for evaluation. A visual inspection of the sample revealed a hole in the bag. The sample was then submitted for a pressure test at 8psi and also a functional test, and the unit failed to pass both evaluations. The reported condition was confirmed. Although the condition was confirmed, the root cause was not identified. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.

Event description:
On (B)(6) 2011, the customer observed a 3000ml all-in-one empty container, that in the moment of preparing the mixture, the bag started to leak in the middle. This was reported to baxter (B)(4) and was received from the pharmacist. The solution was discarded. The product has not been used on patients. There was no patient injury or medical intervention indicated at the time of the initial report. No additional information is available.